Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 193337 lot g001 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of 30 devices. 26 of them have already been distributed to the market. Technical evaluation: the returned device, received on october 21, 2019 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check confirmed that the tip of the extractor is broken. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the device is broken. The verification of the raw material confirmed that the device is in conformity with orthofix specifications. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations: on (B)(6) 2019: the patient in this case is a 20 year old who had a proximal femoral diaphyseal fracture treated with a chimaera nail. The fracture has healed very well and the proposal was to remove the implant. This would be standard practice in a patient of this age. It allows the bone to complete remodelling without the implant present, and avoids the future risk of another fracture with the implant present, which is always a difficult scenario. The tip of the screw extractor 193337 broke off inside the end of the cephalic screw. It was not possible to remove the screw and after a 30 minute delay the decision was taken to leave the implant in situ. There are 2 xray views provided, both only of the proximal third of the femur, so we cannot comment on the final position of the fracture. However if we can see the entire extent of the original injury then the position is excellent, with good bone remodelling in progress. Comments on the x-rays: the ap film shows a well healed fracture with a fixed lag screw resting on the calcar. A fixed lag screw is the correct choice for this fracture as it was entirely subtrochanteric. The chosen lag screw is very short, with a tip-apex distance of 33.1 mm. It also seems to me that the lag screw is not inserted far enough into the nail and is not therefore locked to it. The lateral film shows a very posterior lag screw that seems to be cutting out of the posterior femoral neck. It also seems that the proximal nail has migrated posteriorly. The tip of the lag screw is visible without any bone posterior to it. It is very likely that this lag screw was jammed in the nail because of the deforming forces on it, and this would have required a greater than normal torsional load to disengage it from the bone. The fixation has been adequate here because of the high quality of the bone, which tends to be at its most dense at this age. If this implant had been inserted into a more elderly patient (as it usual for this type of injury), it is highly likely that the fixation would have failed. The tad for this implant is 75 mm (normal less than 25). It demonstrates that even in a young patient with good bone, it is better to be closer to the ideal size of implant to ensure a good fixation. I think that the very short and incompletely inserted lag screw in this patient contributed to the difficulties in removing it. This patient had an operation that could not be completed, with a delay in operating time of 30 minutes and a retained part of an instrument. Certainly this patient may have a defect in the posterior wall of the femoral neck. This would not have happened if the lag screw had been inserted correctly. On (B)(6) 2019 with the outcome of the technical analysis. This report states clearly that the screw extractor in question was manufactured according to specifications, and that the reason for failure was that it was loaded to an amount beyond the design criteria. A piece of the tip of the extractor remains inside the patient. Although this piece is not of the same metal as the lag screw, it is locked firmly inside the lag screw. It is not subject to any loading. I do not think that it is a good thing that this implant remains inside the patient, because it seems that the lag screw may be cutting out of the femoral neck. As stated before, it is too short and the tip of the screw appears not to be inside the bone in the lateral view. This is probably related to the fact that the lag screw is too short, as stated previously. Ideally this implant should be removed to allow the bone to remodel and carry normal loads. There must be a risk of the femoral neck fracturing if the patient has another accident. This is all related to aspects of the original insertion and is not directly implant related. Regarding the 2 different types of metal, there is a theoretical risk of galvanic corrosion taking place between the 2 metals. There is not a lot of evidence in the literature. My view would be that in this situation the stainless steel fragment is not taking any load of any sort, and there should be no mechanical strain between the fragment and the lag screw. In this situation further problems are very unlikely. If there was a changing mechanical relationship between the fragments, there might be an associated local osteolysis secondary to the galvanic effects of the two metals, but that is not the case here. It would be sensible to follow the patient with x-rays in future to check that this is not happening, but as I say I think that it is very unlikely. Final comments: the results of the technical investigation evidenced that the returned device was originally conforming to orthofix design specifications. The breakage occurred could be related to flexional overload applied during removal of the screw. This could be also related to the very short screw chosen and to its positioning, not adequately inserted in the nail. Orthofix srl would like to inform that the tip fragment left in situ is made by surgical stainless steel according to standard iso 7153-1. This kind of material does not meet the long term implantability requirements according to standard iso 5832-1. Orthofix srl suggests to evaluate the risks of a definitive removal surgery in relation to the risks deriving from the fragment left on patient. Based on the results of the technical evaluation performed on the returned device, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is related to the conditions of use of the device. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the hospital involved and the sales manager indicates: - hospital name: (B)(6). - surgeon name: dr. (B)(6) . - date of initial surgery: (B)(6) 2019. - body part to which device was applied: femur. - surgery description: fracture treatment. - patient information: 20 year-old, male, weight 75 kg., height 180 cm. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem . - event description: "during the removal of the chimaera nail, the tip of the extractor broke and remained in the cephalic screw, and in the patient. The surgeon decided not to proceed with the removal procedure." The complaint report form also indicates: - the device failure had adverse effects on patient. - the initial surgery was not completed with the device. - a replacement device was not available to complete surgery: the nail remains on patient. - the event led to a clinically relevant increase in the duration of the surgical procedure: 30 minutes. - copy of operative reports is not available. - patient's post operative x-ray images are available . Further information received on october 21, 2019: -the surgeon wanted to perform the removal of the nail as the fracture was healed. -patient's current health condition: good. -a new surgery is not planned at the moment. Manufacturer reference number: 2019192.

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 193337 lot g001 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of 30 devices. 26 of them have already been distributed to the market. Technical evaluation: the device involved in this event was received at orthofix srl on october 21, 2019. The technical evaluation is in progress. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the hospital involved and the sales manager indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient information: (B)(6) male, weight (B)(6), height 180 cm. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "during the removal of the chimaera nail, the tip of the extractor broke and remained in the cephalic screw, and in the patient. The surgeon decided not to proceed with the removal procedure." The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not available to complete surgery: the nail remains on patient. The event led to a clinically relevant increase in the duration of the surgical procedure: 30 minutes. Copy of operative reports is not available. Patient's post operative x-ray images are available. Further information received on october 21, 2019: the surgeon wanted to perform the removal of the nail as the fracture was healed. Patient's current health condition: good. A new surgery is not planned at the moment. Manufacturer reference number: (B)(4).